Manufacturer narrative:
On 3-oct-2024, a picture of the product complaint was received for evaluation. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The h6. Medical device problem code has been corrected from material separation (a0413) to material protrusion / extrusion (a0411). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
During the procedure, they heard an audible squeak when advancing the octaray catheter into the vizigo sheath. The physician stated that there was resistance with the catheter and the vizigo sheath. The sheath was removed and they noticed damage to the distal lumen of the sheath. The vizigo sheath had something in the lumen "come loose," something clear, white came out of the lumen. The sheath was no longer used for the procedure. Device evaluation details: on 30-oct-2024, the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device were performed following j&j procedures. According to picture provided by the customer, a white like fiber string was observed attached to the valve of the vizigo. However, we cannot determine if the string came out of the sheath based on images provided by the customer. Then, a visual analysis of the physical device was performed but no damage or anomalies on the device were identified. The electrical part, the hemostatic valve and the side port were reviewed in detail but not issues were observed. Device history record review was performed for the finished device batch number, and no internal actions were identified. The exposed parts issue reported by the customer were not confirmed since no damage was observed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and something in the lumen became loose. During the procedure, they heard an audible squeak when advancing the octaray catheter into the vizigo sheath. The physician stated that there was resistance with the catheter and the vizigo sheath. The sheath was removed and they noticed damage to the distal lumen of the sheath. The vizigo sheath had something in the lumen "come loose," something clear, white came out of the lumen. The sheath was no longer used for the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000454 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).